Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the tampon became stuck when the string detached leaving the pledget inside. Multiple attempts have been made to obtain further information regarding the her use of the product, however no further information has been received.